Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA.

Event description:
During a whipple procedure, the instrument fired partially and bleeding occurred. The surgeon applied suture to correct this condition. No pt injury was reported.